Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited far field oversensing, resulting in inappropriate mode switch episodes. The device was reprogrammed. No patient symptoms were reported.